Event description:
Additional information received reported the patient's MRI scans were performed in (B)(6) 2014 and the permanent motor stall occurred at the beginning of (B)(6) 2015.

Event description:
It was reported the patient felt increase in muscle tone following several magnetic resonance imaging (MRI) sessions. The patient was benefitting from the therapy up until the date of event. Images of the event logs on the physician programmer displayed a motor stall recovery on (B)(6) 2015, 12:49, a motor stall on (B)(6) 2015, 14:56, a stopped pump period may exceed tube set message on (B)(6) 2015, 14:56, a motor stall recovery on (B)(6) 2015, 13:24, a motor stall on (B)(6) 2015, 17:37 and a stopped pump period may exceed tube set message on (B)(6) 2015, 17:37. Additional information received on (B)(6) 2015, reported the patient s situation was worsening. It was also reported the pump motor stopped and the patient could not get their medication. As a result, the patient's spasticity increased. The outcome of the event was not reported. The pump was used to lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# unknown, implanted: (B)(6) 2010, product type: catheter. (B)(4).